Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).(B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, there was restenosis. In (B) (6) 2003, the 90% stenosed target lesion being treated was located in the distal right coronary artery (rca). The lesion length was 24.0mm and the reference vessel diameter was 2.50mm. The target lesion was treated with pre-dilatation and brachytherapy with 30% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. In (B) (6) 2008, the patient underwent coronary angiography for recurrent unstable angina at rest. The 90% stenosed target lesion being treated was located in the mid left anterior descending artery (lad) which had been treated with a 2.5 x 24 mm express2 stent in (B) (6) 2008. The lad was treated with a 2.5 x 24mm express2 stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.